Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had no waveforms showing at 6:30 am by 7:00 am the waveforms popped back in. ICU stated that the cns turned off/screen went blank, the nurse did not notice if the power was lost or not. The biomedical engineer checked 2 of the closets and one of the org closets had the org only showing a power light, there was no link light displaying on the org, while in the closet everything came back up. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had no waveforms showing at 6:30 am by 7:00 am the waveforms popped back in. ICU stated that the cns turned off/screen went blank, the nurse did not notice if the power was lost or not. The biomedical engineer checked 2 of the closets and one of the org closets had the org only showing a power light, there was no link light displaying on the org, while in the closet everything came back up. No patient harm reported. Nihon kohden technical service agent requested customer send in the logs for review. Investigation summary: as the customer was not able to provide the necessary files for nkc to investigate, root cause of the reported communication loss could not be determined. No further issues relating to communication loss with the cns were reported. Complaint history review of the cns shows a history of usage following the communication loss event. This would indicate that the issue was no longer occurring. As the communication loss had been likely resolved without need of nk assistance or rework, the root cause is likely related to hospital network environment. There is no evidence of an nk device malfunction, therefore a corrective action and or preventative action (CAPA) is not warranted. The following fields are not applicable (na) to this report: lot # & expiration date device bla number the following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: 06/22/2021 emailed the customer via microsoft outlook for more information: no reply was received. Manufacturer narrative: date of this report date received by manufacturer type of report if follow-up, what type? Adverse event problem codes - type of investigation, investigation findings, investigation conclusions.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had no waveforms showing at 6:30 am by 7:00 am the waveforms popped back in. ICU stated that the cns turned off/screen went blank, the nurse did not notice if the power was lost or not. The biomedical engineer checked 2 of the closets and one of the org closets had the org only showing a power light, there was no link light displaying on the org, while in the closet everything came back up. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had no waveforms showing at 6:30 am by 7:00 am the waveforms popped back in. ICU stated that the cns turned off/screen went blank, the nurse did not notice if the power was lost or not. The biomedical engineer checked 2 of the closets and one of the org closets had the org only showing a power light, there was no link light displaying on the org, while in the closet everything came back up. No patient harm reported.